Manufacturer narrative:
Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the device was inspected prior to use, and it was intact. The issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The failure was related to an imprecise movement or a limited range of movement in the right direction. The movements of the surgeon did not scale appropriately to the instrument. The observed movement was less than intended. No, the instrument did not move in the intended direction. The intended direction/movement was a major limitation of range of motion with the instrument only partially responding to movement requests. The observed direction/movement was not specified. The timing of instrument movement was not appropriate. No shakiness and/or friction were experienced/observed. No instrument-to-instrument or system arm-to-arm interference occurred. No external collisions occurred. The issue was persistent. The action being taken and/or intended when the issue occurred was the removal of the instrument, which always seemed to have the same malfunction. No resolution was done to resolve the issue. The lot number of the drape that the instrument was attached to is not provided. It is not specified if the drape is available for return. No injury to the patient resulted from the event. The problem resulted in a delay of 15 minutes. No photographic images or video recording of the procedure are available for isi review. The issue occurred approximately 2 hours after the start. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage found. No ceramic dots missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a jaw rotation problem. A backup instrument of the same kind was used. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument no longer responded to commands and made un-intuitive movements. However, no fragments fell.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.